Event description:
It was reported that during a system check performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed a leak test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a system check performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed a leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm was able to duplicate the reported issue and observed residual blood inside the iabp unit. The stm replaced the damaged components then performed all functional tests. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications, then ran the iabp unit for 24 hours on a test balloon. The stm confirmed that the iabp unit cycled overnight and there was no alarms generated. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a system check performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed a leak test. There was no patient involvement, and no adverse event reported.